Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, d1, d4, f10, and g5 per new information received. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. The device was not returned for evaluation, as it remains implanted. The root cause of this event is likely due to expected wear and tear.

Event description:
Edwards received notification a 25mm valve implanted in the pulmonary position was disabled via a valve-in-valve replacement after an approximate implant duration of 17 years due to leaflet calcification leading to stenosis and regurgitation. A 26mm transcatheter valve was successfully implanted. Patient was discharged. As reported, the physician does not feel the surgical valve failed prematurely.

Manufacturer narrative:
It was reported that the patient had or is being evaluated to undergo transcatheter valve replacement (valve-in-valve). The reason for the valve-in-valve intervention is unknown. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. Re-operative valve surgery and valve-in-valve intervention carry significant risk. The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an unknown model valve implanted in the pulmonary position was disabled via a valve-in-valve replacement after an approximate implant duration of 17 years for unknown reasons. A 26mm transcatheter valve was successfully implanted.